Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. Based on the information provided and without the device to analyze, a cause for the reported difficult to flush the cds cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During preparation of the mitraclip, there was challenges de-airing the system per IFU instructions. Troubleshooting was preformed by moving the cds from a horizontal position to a vertical position and air was visualized running through the cds sleeve shaft. Then the cds handle was moved in the vertical position and translated a few times before no air was visualized. During the procedure, the mitraclip was successfully implanted. The final mr was grade <1. There were no adverse patient effects or clinically significant delays reported.